Manufacturer narrative:
The lens remains implanted in the eye; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The physician reported that a patient had rebound inflammation approximately five weeks post bilateral implantation of mi60 iol. This report refers to (one of two mi60 iol's for this patient.) The surgeon was uncertain about the cause of the inflammation. The patient was treated with steroid therapy and symptoms improved. The patient's preoperative bcva was 20/40 and 20/25 after treatment for inflammation. The patient's prognosis as of (B)(6) 2011 was described as "resolved inflammation." Please reference MDR# 1119279-2011-00272 for the other mi60 iol for this patient.